Manufacturer narrative:
Product event summary: analysis was not able to confirm the reported event; the programmer interrogated with many devices using a known good rf (radio frequency) head. It was noted no rf head was returned with programmer. Programmer error logs indicated there was "slow boot" that had occurred previously. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly and the power supply was noisy. (B)(4).

Event description:
It was reported the programmer could not identify a device during a case. Sales rep tried a different programming head. The programmer was returned for repair. No patient complications have been reported as a result of this event.